Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Microscopic inspection identified a distal circumferential fracture of the glass cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. The fiber was functionally tested using a hene (helium-neon) laser fixture. The testing found there were no signs of breakage along the length of the fiber. The control knob was attached and aligned with the fiber and could rotate the fiber. The fiber passed the connector segment verification test. Additional testing of the fiber was conducted to determine the fiber's forward firing capability. The forward firing ratio was found to be 1 percent, which is indicative of having negligible to no patient harm/risk and is not considered as possessing forward-firing capability. With all the available information, boston scientific concludes that the reported forward firing that was alleged to have injured the patient's trigone was not confirmed. Analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Functional testing of the returned fiber to determine its forward firing capability found that the forward firing ratio of the fiber was 1percent. Previous testing of fibers conducted identified that fibers with less than 10 percent forward firing ratio did not produce significant impact to tissue. Therefore, the returned complaint fiber with 1 percent forward firing ratio would indicate a negligible or no patient harm and is not considered as possessing forward firing capability. The information reasonably suggests the identified circumferential fracture most likely did not cause or contribute to the reported trigone injury and is unlikely to cause patient harm if it were to recur. The procedure was completed without any additional patient complications reported. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize.

Event description:
It was reported that, during preparation for the photoselective vaporization of the prostate procedure, the fiber tip was confirmed to be in good condition prior to use. During the procedure, the fiber began forward firing in addition to side firing. As a result, there was a small mucosal whitening within a limited area of the trigone (a smooth triangular area on the inner surface of the bladder limited by the apertures of the ureters and urethra) without any consequences to the trigone. Urethral orifices were not involved at all and the ureteral meat was spared. The patient did not receive any treatment to address the whitening observed in the trigone. It was noted that the tip did not physically detach or break off the fiber and there was no damaged observed to the fiber tip through the camera. The flow valve was opened and fluid was observed to be exiting the metal cap window, and the fiber tip did not require cleaning due to tissue accumulation. Pressurized saline was not utilized. The fiber was replaced, and the procedure was completed using the second fiber.

Event description:
It was reported that, during the photo selective vaporization of the prostate procedure, the fiber began forward firing in addition to side firing. As a result, the patient's trigone (a smooth triangular area on the inner surface of the bladder limited by the apertures of the ureters and urethra) was damaged. It was stated that the damaged area was not functionally important and the ureteral meat was spared.

Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the fiber began forward firing in addition to side firing. As a result, the patient's trigone (a smooth triangular area on the inner surface of the bladder limited by the apertures of the ureters and urethra) was damaged. It was stated that the damaged area was not functionally important and the ureteral meat was spared.

Event description:
It was reported that, during preparation for the photoselective vaporization of the prostate procedure, the fiber tip was confirmed to be in good condition prior to use. During the procedure, the fiber began forward firing in addition to side firing. As a result, there was a small mucosal whitening within a limited area of the trigone (a smooth triangular area on the inner surface of the bladder limited by the apertures of the ureters and urethra) without any consequences to the trigone. Urethral orifices were not involved at all and the ureteral meat was spared. The patient did not receive any treatment to address the whitening observed in the trigone. It was noted that the tip did not physically detach or break off the fiber and there was no damaged observed to the fiber tip through the camera. The flow valve was opened and fluid was observed to be exiting the metal cap window, and the fiber tip did not require cleaning due to tissue accumulation. Pressurized saline was not utilized. The fiber was replaced, and the procedure was completed using the second fiber.